Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a dirty objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: degradation problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device manufacturing date. Additional information: h4.

Event description:
No additional information received from the customer.